Manufacturer narrative:
(B) (4). Results: myocardial infarction/death.

Event description:
Event was identified by the clinical events committee and deemed to be consistent with an mi. Four endeavor rapid exchange (rx) drug-eluting stents were implanted one in the distal lad, one in the distal lcx, one in the proximal rca and one in the mid rca. (Ref MFR# 2953200-2010-01044, 2953200-2010-01045, 2953200-2010-01046). It was reported that an mi occurred one day post stent implant. Mi was categorized as a non q wave mi, in the territory of the implanted stent. No further details are available. At 1 month, 6 month, 1 year and 1.5 year follow-ups pt was asymptomatic / free of symptoms. It was reported that the pt expired 21.5 months post index procedure.